Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly this is a mom tooling agreement. Additional information received 06/17/2016. Allegedly the patient was revised due to unknown mom complications. Added implant and explant date, and lot number.